Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the information provided was performed, and sensor migration was confirmed via chest x-ray. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed that the sensor migrated from the left pulmonary artery to the right pulmonary artery. A reading was not able to be obtained and the patient passed away. It was confirmed that the patient's death was not cardiomems related.

Event description:
It was initially reported that the patient was unable to obtain a reading after the migration of the sensor from the left pa to the right pa, however the most recent information provided confirmed that the patient was able to continue to take readings as prescribed.